Event description:
Report received from the field indicated that the cannula was not able to fully retract into the catheter during preparation of device prior use in-patient.

Manufacturer narrative:
The catheter was flushed and prepped in the straight configuration. However, the cannula tip could not be fully retracted, therefore, the physician manipulated the needle with forceps to fully retract the needle. The needle then actuated smoothly and the catheter was introduced into the patient without any difficulties and the procedure ended successfully. There was no patient injury and the product was discarded. There is no additional patient, vessel, lesion, or procedural information available. With the information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. The product was not returned (or was not available) for analysis. As the lot number was not provided, the lot history and manufacturing records review could not be performed. With the information provided and without the returned product the exact cause of the reported issue could not be determined.